Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no battery operation which was reproduced during evaluation. No battery operation was verified through a review of the event history log and found to be caused by a damaged alternating current power source which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no battery operation. There was no patient involvement. No additional information is available.